Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the patient died. The patient presented with acute myocardial infarction and was sick. Vascular access was obtained via the right radial artery. The non- totally occluded, 36mm in length, eccentric, thrombosed target lesion was located in the moderately tortuous, non calcified and 3mm in diameter right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A gp2b3a inhibitor was administered by intracoronary route followed by thrombus aspiration. Then the rca was engaged using a 6f jr 3.5 guide catheter coaxially. After a choice floppy guide wire crossed the lesion, a 2x10mm non bsc balloon catheter was used for predilation and a 3.00x38mm promus element¿ plus stent was deployed in the lesion. Post dilation was performed using a 3x12mm balloon catheter and the procedure was completed. The patient was stable and was transferred to the coronary care unit (ccu). An hour after, the patient developed severe chest pain and collapsed in the ccu. Subsequently, the patient died on the same day.